Event description:
It was reported by user facility medwatch# (B)(4), that during a laparoscopic cholecystectomy procedure, the surgeon noted that both ligaclips were not accomplishing an adequate seal due to the clips setting with either a loop or crossing. Both devices were removed from the field, and a new device was utilized without issue. It is unknown if the new device was of the same or a different lot. There were no adverse effects to the patient. The device is available for evaluation.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. In addition the device locked out as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. No incident related to the reported event was observed during the batch record review.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.